Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was not tested via the pacing system analyzer (psa) during the replacement procedure. The representative reported that when the rv lead was tested in the clinic, and the lead was programmed back to bipolar, the patient experienced asystole. Fluoroscopy was performed, and it appeared this rv lead had insulation damage near the suture tie down area. It was noted during the rv lead revision procedure, the patient's device was electively replaced since it had two years remaining. There was no allegation against the device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this right ventricular (rv) lead displayed high out of range pacing impedances of greater than 2000 ohms, oversensing and pacing inhibition. Asystole of greater than 2 seconds was also noted. The decision was made to surgically abandon this rv lead and implant a new rv lead. No additional adverse patient effects were reported.